Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, the phenomenon (monitor was turning off during a procedure) was likely due to a loose wire. The root cause of the loos wire could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the 4k uhd lcd monitor was turning off. It was noted, the reported issue first occurred when the foot pedal was pressed on the diathermy, but then continued after when not using the foot pedal. When the monitor turned off, the endoscopist had to use the main stack complete the intended procedure. It was indicated that there was a delay of 15 minutes in procedure due to this event. The following morning, troubleshooting was conducted, and it was noted, there was a loose wire which was most likely causing the problem. User was advised that if this happens again, it could be an issue with the zero wire. There was no harm or user injury reported due to the event.